Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device was perforating the tubal myometrium') in an adult female patient who had essure (ess205) inserted. The patient's medical history included gravida ii and parity 2. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure, tubouterine implantation, bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure (ess205). The reporter commented: there were three coils present in the endometrial lumen bilate. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device was perforating the tubal myometrium') in an adult female patient who had essure (ess205) inserted. The patient's medical history included gravida ii and parity 2. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure, tubouterine implantation, bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure (ess205). The reporter commented: there were three coils present in the endometrial lumen bilate. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.